Manufacturer narrative:
Additional information: sections a-4 patient weight and a-5 patient ethnicity and race: unknown/asked information unavailable. Section d-6a date implanted: not applicable as the iol was removed and replaced during the same procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the same procedure, therefore not explanted. Section h3-81: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the diu150 model intraocular lens (iol) haptic was bent and there was patient contact. The iol was removed and replaced with another diu150 18.5 diopter iol during the same procedure. There was no incision enlargement, no suture(s), and no vitrectomy. The suspect iol is not available for return as it was discarded. Patient outcome post-procedure is unknown. No further information is available.